Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2726 showed no other similar product complaint(s) from this lot number. [(B)(4) file 1464025.pdf].

Event description:
It was reported "during an attempt to place an accucath, the guidewire was fully extended into the patient's vessel, the catheter was slid into the patient's vein, the safety mechanism was pressed, the needle was retracted, but the guidewire remained in the patient's vein. Further intervention was required for the patient to have the guidewire removed."